Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) delivery wire was broken inside the catheter. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use and continuous flush set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported coil delivery wire broken/fractured during use, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the coil (subject device) delivery wire was broken inside the catheter. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.